Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight reported to be greater than (B)(6). Concomitant medical products and therapy dates - dilatation catheter: reliant stent graft balloon catheter medtronic; guide wire: platinium plus 0,014in x 180cm; sheath: 6f, 8f, 11f, sensh1628w medtronic 16f, sensh1828w medtronic 18f; stent: endurant ll medtronic (x4), amplatz goose neck snare kit ev3, heparin. It was reported the device was used on a morbidly obese patient. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients who are morbidly obese (body mass index greater or equal to 40kg/m2). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other five proglide devices referenced are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported loss of arterial access and treatment appears to be related to procedural circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, the sutures of two proglide devices were positioned in a common femoral artery using the preclose technique. Reportedly, due to the patient's obesity, arterial access was lost, as there was no guide wire in place. The physician could not retrieve the site. The physician re-accessed a common femoral artery, distal to the first access site in the same groin. Using the preclose technique, sutures of two proglide devices were ultimately placed successfully in each the right and left common femoral arteries. The initial sheath size for both the right and left common femoral arteries was 6f. During the aaa procedure the sheath was upsized to 8f, 11f and 16f in the left common femoral artery. The sheath was upsized in the right common femoral to 18f. The aaa procedure was completed. During closing of the left common femoral artery, the knots of the two sutures were advanced, but complete hemostasis was not achieved. During closing of the right common femoral artery, the knots of the two sutures could not be advanced to the artery. Both access sites were surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. A clinically significant delay of greater than 30 minutes of the procedure was reported. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.